Event description:
It was reported that after a non-bsc malleable penile prosthesis was explanted due to extrusion, the patient had an inflatable penile prosthesis (ipp) implanted. During surgery, it occurred that the left corpora cavernosa (cc) was significantly shorter (18 cm) than the right one (22 cm), due to scarring and fibrosis. The cylinders were implanted, a pump positioned in the scrotum and a 65 ml reservoir inserted in the retro-pubic space. After 8 months, the patient experienced a partial lateral extrusion of the right cylinder, which prompted a replacement with a shorter extensor. Six months after, a new diastasis of the ruptured area occurred due to a further cc shortening. The extensor was removed and the cylinder shortened, with a dermal graft applied to the area. There were no patient complications related to this event. The patient long-term satisfaction remains high.